Manufacturer narrative:
The device has been received at boston scientific post market quality assurance laboratory and awaiting analysis. A supplemental report will be filed when the device analysis is completed.

Event description:
It was reported that faradrive sheath was selected for use during atrial fibrillation ablation. It has been mentioned that the sheath was prepped with no issue. The catheter was introduced and the sheath was aspirated as usual, however when the catheter was advanced, a small bubble was noticed. Aspiration was performed again and more air was pulled from the sheath. The physician suspected a leak somewhere in the sheath and it was replaced. The procedure was completed using different device (same model). No patient complications occurred.